Event description:
It was reported that during an in-clinic follow-up, the right atrial (ra) lead exhibited failure to capture. Upon review, it was noted that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.